Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had something stuck in the channel and the user was unable to flush the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: d4. New information added to the following fields: h4. Correction to d4 "primary unique device identification (UDI) number" of the initial report, (B)(4). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.